Manufacturer narrative:
Continuation of d10: product ID: neu_unknown, serial# unknown, product type: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the ins was re-interrogated and it was found to be functioning as intended with no issues. The issue is resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient was at the dental office today for a laser procedure on the tmj and while the photobiomodulation laser was being performed, the patient felt a surge going on within the unit and the battery levels of external devices dropped at the same time. The photobiomodulation laser was directed beside the right earlobe on the right tmj. They called an ambulance as the patient wasn't feeling well, feeling nauseous, weak and shaky. The patient felt better after the ambulance came, took their vitals and said that everything was fine now. They may go to the hospital tomorrow. When asked, they had consulted with the neurosurgeon beforehand and were told not to turn the therapy off.